Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the stopcock valve on the three-port of the catheter would not open.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "description the x-force® balloon dilation catheter is a dual lumen catheter with a balloon mounted on the distal tip. It has a radiopaque tip and two radiopaque markers beneath the balloon that define the working length. The lumen labeled with the rated burst pressure (xx atm) is for balloon inflation. The other lumen allows the catheter to track over a 0.038¿ (.97mm) diameter guidewire and can be used for monitoring of pressure or the infusion of medication and/or contrast medium. Each balloon inflates to a stated diameter and length at a specific pressure, typically 10 atm. The x-force® balloon dilation catheter comes packaged with a refolding tool and is available with or without an inflation device. It comes sterile and is for single use only. Indications for use the x-force® balloon dilation catheter is recommended for use in the dilation of the urinary tract. Contraindications do not use the x-force® balloon dilation catheter in the presence of conditions, which create unacceptable risk during the dilation of the urinary tract. Warnings ¿ do not exceed the recommended rated burst pressure (rbp) for this device. Balloon rupture may occur if the rbp rating is exceeded. Please refer to the device label for the recommended maximum rated burst pressure. Extreme caution should be used when considering dilation of irregular, not-compliant tissue or in the presence of certain calculi. ¿ this is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Precautions caution: federal law (u.s.a.) Restricts this device to sale by or on the order of a physician. Only a physician who has an understanding of the clinical applications, technical principles and associated risks of balloon dilation within the urinary tract should use this device. After use, the x-force® balloon dilation catheter and/or accessories may be considered a potential biohazard. Handle and dispose of in accordance with medical practice and applicable laws and regulations. Inspection prior to use the x-force® balloon dilation catheter is a sterile, single use device. Carefully inspect the catheter and the sterile packaging for signs of damage that may have occurred during shipment. Do not use the product if damage is evident. Preparation of the catheter all x-force® balloon dilation catheters contain air in the balloon lumen. The air must be removed to allow liquid to fill the balloon when it is inflated. 1. Remove the protective sheath from the balloon. 2. Attach the inflation device to the connector on the balloon lumen. 3. Open the stopcock and draw back on the inflation device to remove the air from the balloon catheter. 4. Close the stopcock, remove the inflation device, depress the plunger to remove any air and reattach to the balloon catheter. 5. Repeat steps 3-4 until all air is removed from the balloon lumen." Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the stopcock valve on the three-port of the catheter would not open.